Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's family member that the patient received twelve shocks from their implantable cardioverter defibrillator (ICD) during a procedure that used electrocautery. Follow up indicated the patient experienced a hip replacement procedure following a hip fracture related to a fall. A magnet was not applied at the beginning of the procedure. During the procedure it was noted the patient appeared to be in ventricular fibrillation (vf) and received a shock that converted the rhythm to sinus rhythm. A magnet was then applied. The device appeared to be functioning appropriately after the surgery was completed. The next day a "beeping noise" was emitted from the device. A device interrogation was performed and found perioperative shocks were delivered and likely due to oversensing caused by cautery induced artifact. All other device function measurements and battery were normal. The device remained implanted and in use. It was also noted the patient died approximately twelve weeks after the event. The patient's cause of death was unrelated to the event or device system. No patient complications have been reported as a result of this event.